Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found solenoid 11 to be faulty. Solenoid 11 controls input/output of wbc (white blood cell) lyse syringe. The fse replaced solenoid 11 resolving the issue. Identification of failure mode: the failure mode is a faulty solenoid 11. Upon recur; the failure mode identified is likely to generate an erroneous basophil count due to a compromised wbc/lyse dispense. Product labeling: coulter act 5diff cap pierce (cp) instructions for use manual ((B)(4)): if any abnormal test result (including flagged results or results outside the normal range) occur, use reference methods or other standard laboratory procedures to verify the results.

Event description:
The customer reported erroneous high basophil test results on two patients on the same day were obtained when using the coulter act 5diff cap pierce (cp). The test results were determined to be erroneous when compared to a morphological slide review and rerun at a different laboratory. The coulter act 5diff cap pierce (cp) generated instrument specific messages on one patient result. Erroneous results were not reported out of the laboratory. There was no death, injury or affect to patient treatment. Note: demographics of one patient are provided in section a. The demographics for the other patient are provided in the attachment.